Event description:
During a remote follow-up, loss of capture, loss of sensing, decreased pacing impedance, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The suspected cause of the event was due to lead damage, although not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional report needed to include that over-sensing occurred on the device.